Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01335-1. Visual examination of the returned product identified damage that is seen on the locking features and backside of the bearing. Shallow scratches / damage is also seen in the articulating surface. The tray exhibits damage in the form of scratches / scuff marks. The rim features are rounded. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided but were not submitted as the images attached reflect the same date as the implant date. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01335. Medical products: item#: 110031424, cr vivacit-e 36mm brng std; lot#: 64673389. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left shoulder arthroplasty approximately five (5) months ago. The patient was revised due to disassociation of item in left shoulder.